Event description:
It was reported that a patient underwent an abdominal closure procedure on (B)(6) 2010 and a drain was placed. When removing the drain from the patient's abdominal area, it broke and the patient needed to be transported to surgery to remove all of the drain. It was the clear portion of the drain that tore apart. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.